Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter, described as a metal shard, was noted at the hub of the catheter of a bd insyte¿ autoguard¿ shielded IV catheter. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect of metal shard on catheter hub. Device/batch history record review findings: the lot number was built on (B)(4), from aug 1, 2017 through aug 3, 2017 and packaged on (B)(4) from aug 3, 2017 through aug 4, 2017. A quality review was performed and this review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pr. Qn / sap database review findings: no qn¿s were initiated during the production of the lot number associated to this investigation. Observations and testing could not be performed because units were not provided for investigation of this incident. The defect stated in the event description could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not provided for evaluation and testing. A root cause could not be established. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.